Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported blank display. No harm requiring any medical intervention was reported. Troubleshooting was performed and device replacement was initiated. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On july 29, 2022 the customer reported a flashing display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. The first attempt to download/upload using crest/thus was unsuccessful. The second attempt to download a xtest file and then upload the bootloader traces was unsuccessful as well. An open book appears during download. The case was cut open. After visual inspection, there is corrosion in/around the following: electric board, components located at the middle and at the top of the back side of the board, back of the lcd screen; electric board, lcd flex cable terminal, components located on the front side of the board. After plugging a known good electric board 2 and a known good electric board 1 into the original case, the insulin pump booted up normally. After plugging a known good electric board 2 into the original electric board 1 and then into the original case, the insulin pump booted up normally again. After plugging the original electric board 2 into a known good electric board 1 and then into the original case, the insulin pump booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured within spec = 23.4 mvolts. In summary, the customer¿s report of a flashing display was not confirmed during testing. The critical pump error (open book image) alarm and the inability to upload are due to electric board 2 and the moisture damage on both boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On july 29, 2022 the customer reported a flashing display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. The first attempt to download/upload using crest/thus was unsuccessful. The second attempt to download a xtest file and then upload the bootloader traces was unsuccessful as well. An open book appears during download. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6, components located at the middle and at the top of the back side of the board, back of the lcd screen; pcba2--j1, lcd flex cable terminal, components located on the front side of the board. After plugging a known good pcba2 and a known good pcba1 into the original case, the device booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the device booted up normally again. After plugging the original pcba2 into a known good pcba1 and then into the original case, the device booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured within specification = 23.4 mv. In summary, the customer¿s report of a flashing display was not confirmed during testing. The critical pump error (open book image) alarm and the inability to upload are due to pcba2 and the moisture damage on both boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
It was reported that the insulin pump was caught in a loop, there was flashing the medtronic symbol, only to turn off and the sequence repeated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with incorrect aware date in g4 section. The correct aware date is nov 4, 2022.